Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump history was missing data despite being in use. Customer¿s blood glucose level was 100 mg/dl. No additional information regarding the event was provided.